Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/04/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 064 call service alarm with high force due to occlusion. During testing, the pump rewind, load, and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The complaint of a cs 064 call service alarm issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.